Event description:
It was reported via repair work order that the head end would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the head end of the stretcher will not lower. This issue was incorrectly reported. Upon completion of the investigation it was found that the fowler drifts up due to a damaged fowler cable. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur as an alternate stretcher could be used.

Event description:
It was reported via repair work order that the head end would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.